Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable, there is no indication that the lens has been explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cartridge tip of pcb00 tecnis monofocal iol (intraocular lens) was observed split. The lens got jammed, but still able to use the same lens. The reported issue occurred during handling, but prior to insertion into the eye. There was no patient impact. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/12/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the plunger and pushrod were in advanced position. Residue of viscoelastic material was observed on the cartridge. There were no damages nor errors observed on the assembly. The tip was observed in good condition. The customer's reported complaint was not confirmed. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no other complaints has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.